Event description:
Lapband with plication surgery done in 2012, caused stomach to become paralyzed. Food would not leave stomach. Lapband removed and another surgery required to fix stomach lining. Partial removal of stomach.